Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0x20x143 coyote balloon catheter. No patient complications nor injuries were reported.